Event description:
[Date redacted]: infant heel warmer exploded when activated, and contents sprayed over the neonate intensive care unit (nicu) nurse. Employee health and nursing leadership notified. [Date redacted]: postpartum unit nurse attempted to activate infant heel warmer (instant squeeze activation). During activation process, the top portion of the product split open and content splashed in the employee¿s face and eyes. No physical injuries reported or identified. The employee¿s contact lenses were damaged. Employee health and nursing leadership notified.